Event description:
It was reported that the extension lines are kinked. No patient injury was reported..

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no deviations documented in the device history record (DHR), related to the process and components that conforms this device. Two (2) pictures were attached in the complaint report: these pictures were visually analyzed, the photos 1 and 2 could be observed that there were marks in the tube (with these photos the failure mode reported was confirmed). Visual inspection: eighteen (18) physical samples decontaminated were returned for evaluation; the samples were analyzed. The samples were observed with marks in the tube (clamp mark). Therefore, the complaint was confirmed. Functional testing was performed to replicate the failure mode; when the clamp was deactivated, the tube was observed with a mark. The same sample was tested using a syringe with colored water to detect any leak, occlusion, or any problem with the functionality of the product; no problem was found with the sample. The mark of the returned samples were compared with the sample of set, extension (activated the clamp), the mark is similar. According to the tests carried out, we can see that the mark originates when the clamp is activated. Based on the analysis, the root cause was determined to be that the clamp was closed or manipulated during manufacturing process and this origin the pinch marks found in the tube and production personnel did not detect the damage of the unit. Action taken: awareness notification was made to production personnel to explain the importance to adherence or following the procedure - extension set with filter assembly.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04816. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Information was received indicating that the issue was found during set up.